Event description:
It was reported that a patient's battery depleted prematurely. It was stated that the patient would have a replacement upon evaluation. It was stated that a patient "returned to the hospital" because he was unable to feel stimulation. There was no response from the implantable neurostimulator (ins). It was reported that the physician had suspected a premature depletion because the patient had usually only turned on the device when he was in "severe pain." It was stated that the majority of the day the patient maintained the ins switched off. It was noted that there was no programming set available. It was stated that the patient was alive with no injury.

Manufacturer narrative:
(B)(4).